Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 3/27/2025: it was reported after the skin was expanded during the puncture process, resistance was felt during the delivery of the dilator and the tearable sheath the blood vessel was re-evaluated using ultrasound and it was found that there had been no change in the blood vessel. Tension vasoconstriction was ruled out. Another attempt was made to deliver the dilator and tearable sheath but there was still resistance. When the sheath was pulled out it was found that the tip of the dilator had made contact with the tearable sheath and caused it to split. A new set of catheters was then opened, and the catheter was successfully placed. The patient did not experience any discomfort.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed that there was a split near the tip of the microintroducer. No details of this damage could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported the tearable sheath has a crack at the tip. No other information was provided.